Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, it the meter does not pass inspection, lifescan will inform FDA of the result in a supplemental report.

Event description:
Medical affairs spoke to the pt on (B)(6) 2004 and obtained/verified the following info: the pt called lfs and alleged that her meter was reading inaccurately erratic. The pt obtained results of 64, 95, and 37 mg/dl. These results were taken within 10 minutes and they do not exceed the 20% specs, however, the pt reported that the meter was in the wrong unit of measure. She stated that she was experiencing symptoms of nervousness, a headache, shakiness, and her legs were hurting at the time of the tests. The symptoms matched her readings. On another occasion the pt went to the emergency room because she reported, "nothing showed on my meter except, "hi". At this time she was feeling incoherent and had blurry vision. The pt was treated at the hosp for high blood sugar. She did not remember any of her readings from the hosp. The test strips were in good condition, codes matched, and the techniques for cleaning the puncture site and for applying the blood to the test strip were correct. The pt performed a control solution test, which passed. Based on the info provided, there is evidence of a meter malfunction due to the wrong unit of measure; however, there is no evidence that the meter contributed to a serious injury. The meter and testing supplies are being replaced for the pt.